Event description:
Customer reported an IV set was leaking from the pvc tubing connected to the bottom of the drip chamber. The medication infusing was an antibiotic. No report of pt harm and no medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The set has been received and the eval is pending. A f/u report will be submitted once the failure investigation has been completed.